Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2017-00421 for the first trapezoid rx basket and manufacturer report#3005099803-2017-00356 for the flexima rx biliary stent. It was reported to boston scientific corporation that a flexima rx biliary delivery system was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid¿ rx basket was used in an attempt to remove a very large stone. After a couple of attempts inserting the basket into the bile duct, the side car-rx was (guidewire port) was pushed back. The physician discontinued using the trapezoid¿ rx and used another of the same device to crush the stone. However, the physician failed to remove the stone. Therefore, a flexima rx biliary delivery system was used to deploy a c-flex bili dbl. Pigtail stent . The double pigtail stent was placed in a proper position, however, a "little plastic" introducer from the flexima rx delivery system was stuck inside the double pigtail stent. The physician used rat tooth forceps to remove the broken guide catheter piece from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."